Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was getting great relief from the pump. The patient had hip and leg pain, and the hcp referred the patient to orthopedics. Once the patient started getting great relief from the pain pump, he began focusing on the next area, which was a different type of pain that the pump could not help with. The office said that the patient did not have fair expectations for the pump. While the patient got great relief from the pump, it was not as good as the trial. No specific issues were brought to the device manufacturer representative's attention specifically related to the pump or catheter. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving dilaudid (100 mcg/ml at about 10 mcg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient complained of hip and leg pain that was too unbearable since pump implant. It was further reported that the pumped helped the patient's chronic pain. However, the hip pain was unbearable. The patient was referred to orthopedics for their hip and leg pain. The system was explanted. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.